Event description:
It was reported that clinical staff had noted that you can pause a syringe pump module or a patient controlled analgesia pump module and remove the syringe, then when the syringe is reinserted the syringe displayed by the device will almost always have increased slightly (0.1 ml to 0.5ml). Information on patient impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that clinical staff had noted that you can pause a syringe pump module or a patient controlled analgesia pump module and remove the syringe, then when the syringe is reinserted the syringe displayed by the device will almost always have increased slightly (0.1 ml to 0.5ml). Information on patient impact is unknown. Although requested, further information was not provided.